Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of umbilical hernia with mesh, diagnostic laparoscopy and laparoscopy removal of abdominal wall mass. He had revision surgery 2 years and 2 months post-surgery. The patient also underwent umbilical hernia and care complicated by multiple atherosclerotic risk factors including coronary artery disease, requiring coronary artery bypass grafting. The patient experienced invasive revision procedure following mesh failure. Medical history : myocardial infarction, hypercholesterolemia, high blood pressure and complicated more severely by chronic tobacco abuse.